Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204trm biv ICD, implanted: (B)(6) 2013. A 5076-52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had chronic t-wave oversensing (twos). A new device was placed to program around it. The rv lead remains in use. No patient complications have been reported as a result of this event.